Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device was not returned; however, medical records were returned and reviewed, after review migration of device or device component and malposition of device were found to be inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced migration of device or device component and malposition of device. This information was received from one source. The event involved a patient with no known impact to the patient. The patient was female, age and weight were not provided.